Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the product broke. The broken pieces were retrieved from the patient.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: our agent reported that the device broke during a surgery. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be user applying excessive force on instrument. The reported failure mode will be monitored for future reoccurrence. Mfg date: manufacture date is not known. (B)(4).

Event description:
It was reported that the product broke. The broken pieces were retrieved from the patient.